Event description:
It was reported that the patient experienced a revision procedure of an artificial urinary sphincter(aus) device due to the device not working. Upon explanting the device a leak was found in the cuff. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be successful replacement of a new device.

Event description:
It was reported that the patient experienced a revision procedure of an artificial urinary sphincter(aus) device due to the device not working. Upon explanting the device a leak was found in the cuff. A patient outcome was not reported.